Event description:
A (B)(6) male patient called zoll customer support to report that his patient would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor would not power on properly. The cause was corrosion to the monitor's sd card, table board, lcd flex circuit and connector j101. The cause for the corrosion was unable to be positively determined, but was likely contamination. In addition, errors occurred during reprogramming that indicated defective flash memory bga components. The cause of the defective flash components (u102 and u105) was unable to be positively determined, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the corrosion. The patient received a replacement monitor.